Event description:
Reportable based on device analysis completed on 10may2024. It was reported that the balloon was damaged. The target lesion was located in left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post procedure. However, device analysis revealed a blade had been lifted and partially removed.

Manufacturer narrative:
The wolverine cb mr, ous 10mmx3.00mm, was returned for analysis. Visual, tactile and microscopic inspection of the balloon showed no tears or pinholes. A visual/tactile inspection revealed multiple kinks along the length of the hypotube shaft and no kinks or damages to the shaft polymer extrusion. Microscopic inspection of the tip and markerbands showed no damage. Microscopic inspection of the blades showed the distal section of the proximal segment of one blade was lifted and the entire distal segment and associated pad had been removed. The balloon was inflated but because of the damage to the blades could not be inflated to rated burst pressure.